Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and fallopian tube perforation ("essure found in abdomen, perforation") in a 35 year-old female patient who had essure inserted (lot no. 717521). The patient had a medical history of delivery, gravida ii, colonic polyp, caesarean section (2) and drug allergy. The patient had a family history of hodgkin's disease (maternal uncle), rheumatic disorder (2 sisters), bronchial asthma (18-year-old son) and ulcerative colitis (12-year-old son). Concurrent conditions were listed as chronic obstructive pulmonary disease since (B)(6) 2013, smoker, allergy to animals, allergy to plants and nasal polyps. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic inflammatory disease (seriousness criterion hospitalisation). In (B)(6) 2011 she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2018. The patient was hospitalised from (B)(6) 2011 for an unknown duration. The patient was treated with surgery (laparoscopy and salpingectomy of the right fallopian tube with removal of the right device). The reporter considered fallopian tube perforation and pelvic inflammatory disease to be related to essure administration. The reporter commented: the essure contraceptive method was inserted without incidents. On (B)(6) 2011 exploratory laparoscopy and salpingectomy of the right tube with removal of the essure device. Findings: normal right adnexal. No signs of recent salpingitis or adhesions. Normal appendix. Normal left uterus adnexal. No tube perforation, perhaps intracavitary migration (discrepancy was noted, since perforation in mentioned). On (B)(6) 2017 it is explained to the patient that she may be presenting the symptoms because she still has the left essure and because of the adhesions and fibrosis secondary to the intervention for perforation of the right essure. On (B)(6) 2018 a simple total hysterectomy with double salpingectomy and release of adhesions due to chronic pelvic pain with extraction of the left essure was performed. No surgical complications are described. There are no histological signs of malignancy. No incidents in the postoperative process. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2011: inflammation/tube-ovarian abscess; on (B)(6) 2017: no findings; on (B)(6) 2018: right ureterohydronephrosis [gynaecological examination] on (B)(6) 2017: vaginal inspection: vagina; normal, cervix; well epitherialized, uterus of normal size, endometrium of normal thickness without polyps. Normal right ovary, normal left ovary [magnetic resonance imaging] on (B)(6) 2017: cystic image (4 cm) with simple characteristics in the left ovary. Others are not displayed significant anomalies at the adnexal level. No adenopathic enlargements are observed in the pelvis or inguinal regions; on (B)(6) 2017: no findings [ultrasound scan] on (B)(6) 2011: normal; on (B)(6) 2011: ultrasound of the right adnexal, heterogeneous image of about 35 mm, the essures are not well appreciated; on (B)(6) 2011: high resolution ultrasound: both essures in the abdomen, the right more extended at 34mm compared to 25mm on the left. Abscesses are not seen; on (B)(6) 2011: uterus of regular size and morphology. Linear endometrium. There are no images suggestive of abscesses or cysts in the adnexal area [x-ray] on (B)(6) 2011: normal placement of the device. Lot number: 717521, manufacture date: 2010-02, and expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and fallopian tube perforation ("essure found in abdomen, perforation") in a 35 year-old female patient who had essure inserted (lot no. 717521). The patient had a medical history of delivery, gravida ii, colonic polyp, caesarean section (2) and drug allergy. The patient had a family history of hodgkin's disease (maternal uncle), rheumatic disorder (2 sisters), bronchial asthma (18-year-old son) and ulcerative colitis (12-year-old son). Concurrent conditions were listed as chronic obstructive pulmonary disease since (B)(6) 2013, smoker, allergy to animals, allergy and nasal polyps. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic inflammatory disease (seriousness criterion hospitalisation). On (B)(6) 2011 she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required). The patient was hospitalised from (B)(6) 2011 for an unknown duration. On (B)(6) 2011, patient underwent exploratory laparoscopy and salpingectomy of the right fallopian tube with removal of the right essure device. On (B)(6) 2018, a simple total hysterectomy, double salpingectomy and adhesion release was performed, with left essure removal. The reporter considered fallopian tube perforation and pelvic inflammatory disease to be related to essure administration. The reporter commented: the essure contraceptive method was inserted without incidents. On (B)(6) 2011 exploratory laparoscopy and salpingectomy of the right tube with removal of the essure device. Findings: normal right adnexal. No signs of recent salpingitis or adhesions. Normal appendix. Normal left uterus adnexal. No tube perforation, perhaps intracavitary migration (discrepancy was noted, since perforation in mentioned). On (B)(6) 2017 it is explained to the patient that she may be presenting the symptoms because she still has the left essure and because of the adhesions and fibrosis secondary to the intervention for perforation of the right essure. On (B)(6) 2018 a simple total hysterectomy with double salpingectomy and release of adhesions due to chronic pelvic pain with extraction of the left essure was performed. No surgical complications are described. There are no histological signs of malignancy. No incidents in the postoperative process. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2011: inflammation/tube-ovarian abscess; on (B)(6) 2017: no findings; on (B)(6) 2018: right ureterohydronephrosis. Gynaecological examination: on (B)(6) 2017: vaginal inspection: vagina; normal, cervix; well epithelialized, uterus of normal size, endometrium of normal thickness without polyps. Normal right ovary, normal left ovary. Magnetic resonance imaging: on (B)(6) 2017: cystic image (4 cm) with simple characteristics in the left ovary. Others are not displayed significant anomalies at the adnexal level. No adenopathic enlargements are observed in the pelvis or inguinal regions; on (B)(6) 2017: no findings. Ultrasound scan: on (B)(6) 2011, normal; on (B)(6) 2011: ultrasound of the right adnexal, heterogeneous image of about 35 mm, the essures are not well appreciated; on (B)(6) 2011: high resolution ultrasound: both essures in the abdomen, the right more extended at 34mm compared to 25mm on the left. Abscesses are not seen; on (B)(6) 2011: uterus of regular size and morphology. Linear endometrium. There are no images suggestive of abscesses or cysts in the adnexal area. X-ray on (B)(6) 2011: normal placement of the device. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease and fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.